Event description:
It was reported that the coag function was not working during the case. The procedure was able to completed, however the type of device/method used is unknown. No patient injury or other complications were reported.

Manufacturer narrative:
Visual inspection revealed a few minor scratches on the exterior of the returned device. Functional evaluation revealed that the returned device performed as intended and exhibited no functionality issues during the testing process. The energy output of the coagulation function did not appear to be diminished when activating a known good wand. The ablation and coagulation voltage output readings were within specified ranges. The complaint could not be verified and a root cause could not be determined since the returned device functioned as intended. Factors that could have contributed to re-bleeding include: electrode wear on the concomitant wand which could lead to diminished functionality, insufficient saline flow to the surgical site, a power interruption to the subject controller, using an improper power cord or improper extension cord, or a loose power connection, an issue with one of the concomitant devices in use at the time of this complaint event. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.